Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device failed self test. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5. Evaluation results: the customer's report was observed and attributed to the central processor 2 (cp2) board. The cp2 board was replaced to resolve the report. The device was recertified and returned to the customer. This report was inadvertently submitted and reports of this nature are typically not submitted as there would be no potential for clinical impact. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device failed self test for communications. Complainant did not indicate that there was any patient involvement in the reported malfunction.